Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the physician abandoned the trial implant procedure after entering the epidural space due to the patient moving too much. Physician plans to conduct another trial procedure at a later date. Device information was requested, but has not been provided to the manufacturer.